Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanet cautery hook instrument was analyzed and found to have grip input disk axis # 7completely detached inside the housing. As a result of the fully broken inputs, functional testing for motion related issues could not be performed. Other components near the broken inputs were damaged which may indicate potential improper reprocessing. Worn loose wiring was present inside the housing. Additional observation(s) not reported by site: a visual inspection of the backend found evidence of a detached input disk, that would have caused the dislodged cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. Common causes of the failure mode broken instrument input disks are attributed to use and incorrect reprocessing conditions. The input disk component uses ultem or peek material that is insert-molded over a steel pin. The insert molding process creates residual stress in the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can cause cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can grow into larger cracks, and may cause the input disk to break and detach from the instrument. Common causes of the failure mode instrument grip cables dislodged-proximal are attributed to a loss of cable tension due to a cracked disks inside the housing can be caused from incorrect cleaning or sterilization techniques used during reprocessing. A cracked clamping pulley or input at the proximal end can cause the cable to become dislodged.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.